Event description:
The customer's parent called to report that ther child was admitted to the hosp for high bg. The parent stated that they had an ovarian cyst that ruptured causing abdominal pain for a few days. The parent was not certain if this may have elevated their bgs. The customer was placed on insulin drip and bgs came down to normal. Then customer was placed back on the pump but bgs rose again. The infusion set was changed and the site rotated. Customer's bgs remained high. Moreover, there was a scar tissue on the abdomen area where they had been inserting the past three years. Troubleshooting was performed. Pump passed the test and the insulin exited.